Event description:
Or table was in a right tilt postion for biopsy. At completion of procedure, when the left tilt button was used to bring the table back to a flat position, it continued to tilt to the right, tilting to maximum range. Would not respond to any further commands. Patient was not harmed.